Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported that during reprocessing, it as observed that the bottom button on the small battery drive device button was not working. During service and repair, it was determined that the electrical control unit (ecu) was damaged - the cover came off, the bearings, seal and coupling head were worn, the motor was worn and made an unusual noise while running, and the coupling and the bottom trigger was detached. The device also failed pretests for check triggers and general condition. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.